Event description:
Pt's map dropped to 30. Central line backing up with blood. Pt had a 15 cc blood loss from tubing leak. Upon inspection, the tubing was loose at the point where slide clamp fits in the pump door. Pt required 20 cc 5% albumin and a blood transfusion as a result of the blood loss. Il running through the line at 1 cc/hr running at 9 cc/hr. Disclaimer: the info provided on this form is done in compliance with the safe medical devices act. Interim rules, as published in the federal register of november 26, 1991. It is our belief that this info is confidential and privileged and it is our intent that it remain so. It shall not be provided to nor released by any other party without our prior written permission. The release of this info by any part without our prior written permission shall represent an express agreement by the releasing party to indemnify and hold harmless egleston children's hosp at emory univ, inc., it's board, its officers, agents and employees from any and all causes, of action stemming from the release of this info for any reason whatsoever.